Manufacturer narrative:
Report confirmed. Evaluation determined that the fracture plane was perpendicular to the stem axis. The fracture surfaces were also "smeared" indicating that the two surfaces were rubbed together after the fracture occurred. On follow-up, it was confirmed that there was no pt impact. The user manual contained the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or operating room staff."

Event description:
It was reported that the surgeon was using a legend motor, an af02 attachment and an f28ta23 tool. Tool broke as he was in the middle of craniotomy cutting the bone flap. No pt impact was reported. On follow-up, it was noted that the detached portion was easily retrieved and it was confirmed that there was no pt impact.